Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site allergic reaction and skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s916u1ues7ezb6. Hardware: sm-s916u1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, after an unspecified duration of pod wear on the arm, the patient developed a rash with skin irritation and bleeding at the infusion site, which prompted her to seek medical attention. The patient reported visiting her healthcare provider¿s office, where allergy testing was performed and yielded positive results for nickel and polyester allergies. She further reported allergies to skin tac barrier wipes, podpal, and tegaderm. During medical evaluation, the patient was treated with triamcinolone and stated that she plans to try alternative barrier wipes to continue omnipod therapy. No further symptoms were reported.